Event description:
Follow-up with risk manager at the account revealed no additional info is available regarding this report. The risk manager noted they received notification of report by way of a chart review when this was noted in the file a month after the incident.